Event description:
It was reported that the user experienced hypoglycemia approximately three hours after a usual meal announcement while using the ilet bionic pancreas, with a documented blood glucose of 61 mg/dl following a breakfast glucose of 170 mg/dl, and the episode was managed by clinical support. Symptoms included low blood glucose with associated hypoglycemia requiring oral glucose tablets. Outcomes included transient hypoglycemia that was treated at home. Investigation included review of the event details and clinical management triage. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.